Event description:
Certified registered nurse anesthetists (crnas) reported noting vial stopper coring when using a blunt needle that our department recently started using. The needle is a bd blunt fill needle, 18 ga (1.2mm x 40mm). The vial coring is a well-documented phenomenon seen especially when using these types of needles. A 45 degree angle of insertion has been shown to reduce the incidence of vial coring and this technique was recommended to our staff. Since this recommendation we have not noted further vial coring at this time and we remain vigilant to any recurrence.